Event description:
It was reported that an ilet pump with serial number (B)(6) exhibited a progressive failure to reliably wake from sleep, causing delays of up to approximately 20 minutes before the user could deliver a bolus, consistent with a hardware issue involving an unresponsive sleep/wake button. Symptoms included delayed access to therapy with potential for disrupted insulin dosing. Outcomes included impact to device usability that necessitated replacement and instructions to shut down the device, sync data to the mobile app, and return the unit with a provided shipping label. Investigation included collection of user reports, verification of shipping and return logistics, and preparation for device evaluation upon return. Investigation of this case revealed that the device did not consistently respond to wake attempts by multiple caregivers, indicating a probable malfunction of the user interface control. It was concluded that the device experienced a hardware-related user interface failure that impeded timely bolus delivery, and the user was advised that data would not transfer to the replacement and that a standard startup would be required.